Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within spec. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. The available info does not reasonably suggest that a device malfunction occurred and this event is being submitted due to the pt injury resulting from the reported infiltration. The sigma spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the sigma spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations." The event date is currently unk.

Event description:
It was reported that an infiltration occurred while a pump was delivering medication to a pt (medication, programmed amount and delivery rate unk).